Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the right atrial lead exhibited high capture thresholds and high pacing impedance. The lead was removed and replaced during the same procedure. The patient was stable